Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an inferior vena cava filter placement procedure the legs of filter was allegedly became tangled and the filter expanded. It was further reported that an attempt was made to remove the filter, but the wire got caught at the top of the arm and could not be removed. Reportedly, although there was some trouble, the filter was then successfully removed. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an inferior vena cava filter placement procedure the legs of filter was allegedly became tangled and the filter expanded. It was further reported that an attempt was made to remove the filter, but the wire got caught at the top of the arm and could not be removed. Reportedly, although there was some trouble, the filter was then successfully removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510 k number for the denali filter products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali filter and two unknown possible retrieval wires received for evaluation. One of the unknown wires was found fractured with a segment of it returned. The segment was noted to be stretched and uncoiled. The filter was received fully deployed. Filter limbs were present, and legs were crossed. What appeared to be tissue, was noted on the filter limbs. Therefore, the investigation is inconclusive for the reported expansion failure and removal difficulty as the conditions during use are unknown. A definitive root cause for the reported expansion failure and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d9, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.